Event description:
It was reported the customer had a no delivery alarm. Customer's blood glucose was 110 mg/dl. Troubleshooting did not occur as the alarm was resolved by a complete infusion set change. During the infusion set change, the insulin performed a self test by itself and as a result, all data was lost. The customer also reported a motor error during a prime. The customer was advised to replace their insulin pump. No additional information provided.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. However, the motor may have had an intermittent failure that was not detected during testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.